Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a loss of consciousness. At the time of the event, the cgm reading was unknown. The patient¿s husband contacted emergency services, and upon arrival, paramedics performed a fingerstick blood glucose test, which showed a reading of 35 mg/dl. The cgm reading remained unavailable during the incident. The patient was treated on-site with gatorade and glucose tablets and transported to the hospital. No additional medical intervention was reported as necessary, and the patient was discharged later that evening. There was no documentation of further evaluation or treatment following discharge. At the time of this report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.